Event description:
It was reported that the right atrial (ra) lead had an insulation breach and declining function. It was further reported that the right ventricular (rv) lead was damaged during the ra lead revision. Additionally, the rv lead helix would not retract so the helix was cut out. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned, analyzed and the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. Product ID 4068-58 lead implanted: 2003 (B)(6). (B)(4).